Event description:
It was reported that the patient had burning at the implantable neurostimulator (ins) pocket and in "other places". The burning occurred following implantation of the ins. The patient was to meet with the manufacturer representative in the next couple of weeks to assess the issue. Follow up information received reported that the patient was to meet with the manufacturer representative on (B)(6) 2013, but they canceled the appointment. No further information was available. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information stated the patient was ¿doing okay with charging his battery.¿ it was also noted the patient had canceled his (B)(6) 2013 appointment with a manufacturer representative and scheduled an appointment to meet with their physician in (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Additional review of event was performed, indicating that the event is reportable. (B)(4).

Event description:
It was reported that the patient had burning at the implantable neurostimulator (ins) pocket and in "other places". The burning occurred following implantation of the ins. The patient was to meet with the manufacturer representative in the next couple of weeks to assess the issue. Follow up information received reported that the patient was to meet with the manufacturer representative on (B)(6) 2013 but they cancelled the appointment. No further information was available. I was scheduled to meet wm otis (B)(6) and the patient called and cancelled. He is supposed to contact me to reschedule. Additional information stated the patient was "doing okay with charging his battery." It was also noted the patient had an appointment to meet with their physician in (B)(6) 2013.